Event description:
It was reported that the device power button was inoperable. The device could not be used to provide defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified an intermittent failure to power on. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Correction information: the initial medwatch report indicates "yes" and "returned to manufacturer on (B)(4) 2012" the initial medwatch report should indicate "not returned to manufacturer" (B)(4). Physio-control evaluated the device and verified an intermittent failure to power on. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The initial medwatch report should indicate: the third party service representative evaluated the device and verified the reported failure. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Follow up information: the third party service representative advised physio-control that the main pcb assembly was replaced and proper device operation was observed through functional and performance testing. The device was then returned to the customer for use.